Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the inpen spring was broken. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed and inpen will needs to be replaced. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-105nnpkna will be returned for analysis.

Manufacturer narrative:
Dose window missing. No physical damage to cartridge holder or inpen front shell. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Inpen passed front cap investigation. No dust and debris were noted on the leadscrew or dose knob assembly during testing. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.80ozf-in). Inpen passed front cap investigation. Unable to obtained first and last bond including battery percentages due to inpen was not downloaded into looker studio. In conclusion: no visual damage springs noted during visual inspection. However, inpen passed leadscrew reset torque test. Therefore, unable to confirmed customer's concern of spring damage. In addition, missing dose window was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.